Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mmx40mmx144cm coyote(tm) es balloon catheter was advanced for dilation. The device had difficulty crossing the lesion so the balloon was inflated initially at 20 atmospheres for 40 seconds. The shaft of the device got kinked and the device became stuck with the non-bsc guidewire. The balloon catheter and the non-bsc guidewire were removed together. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. The device was returned without the distal tip, markerbands or the balloon. There was contrast inside the inflation lumen (shaft) and wire lumen (shaft). The inner shaft, outer shaft and hub were microscopically inspected. Only 142cm of working catheter was returned for analysis. The inner diameter (ID) of the wire lumen was measured at the proximal end (hub) and is within specification. Due to the separation in the shaft, the distal ID could not be measured. The outer shaft has the appearance of having been inflated prior to separating. There is indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the complaint device was inflated to 20 atm which is above the rated burst pressure. The coyote es dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was further reported that the distal tip and balloon detached outside the patient. There were no visible damage when the device was removed from the patient's body.